Event description:
Reference number (B)(4) event occurred in egypt. It was reported that the patient experienced (B)(6) 2026. The blood glucose was high and the patient was treated with pump. The patient inserted the infusion set in area with insufficient subcutaneous tissue. No further information available.